Event description:
During a two trajectory ablation procedure, it was reported that the temperature change was tapering off, then not changing. The clinical specialist went in to investigate and saw that the pcm laser connection had burnt through. A spare laser was then connected to complete case with no further issues. There were no patient complications reported in relation to this event.

Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: section 4.3, general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" section 4.6, laser safety warnings: -"ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Section 4.7, inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective. The device was returned, examined, and was confirmed that the laser fiber had burnt through the connector and the housings of the portable connector module (pcm). Production records show that the device was assembled and functionally tested per required specifications. Historical data analysis shows that this failure has previously been attributed to incomplete connections at the mating adapter. A replacement pcm was sent back to the site per a service order that was completed on (B)(6) 2023.

Manufacturer narrative:
The neuroblate system insturctions for use contain laser safety warnings as risk mitigations for this event: general warnings: "laser eye protection provided with the neuroblate system must be worn in the MRI scanner room during operation of the laser" laser safety warnings: "ensure the laser fiber connections are made correctly. Improper connections may lead to equipment damage or operator injury." Inspection, cleaning, disinfection, sterilization: "prior to use: carefully inspect all system laser cable/umbilical connections to ensure they have all completed the "two-click" connection, i.e., plug is pushed into mating connector so that one click at partial (half) insertion and a second click at full insertion." No harm was observed in this event, and the event description provided by the clinical specialist indicates that these instructions for risk mitigation were followed. Therefore, these risk mitigations remain effective.

Event description:
During a two trajectory ablation procedure, it was reported that the temperature change was tapering off, then not changing. The clinical specialist went in to investigate and saw that the pcm laser connection had burnt through. A spare laser was then connected to complete case with no further issues.. There were no patient complications reported in relation to this event.